Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿1-3% for the hazard staple line bleeding¿. Wherein psd-v ¿ linear standard/linear thin with gel was utilized during the reinforcement of staple lines for unspecified bariatric procedures. The respondent added it is ¿very rare but usually when happens 2/2 torque when deployed and usually just place a simple suture¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.